Event description:
The customer reported, the system failed to fluoro in lateral position. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. Alternate parts needed replacing. The facility is waiting for approval. No conclusion can be drawn.